Event description:
Pt's parent called complaining that fluid and one time blood was leaking from the septum of the posi-flow inj cap. The cap was changed 3x in one week, and leaked with every cap. Pt is correctly hooking up IV antibiotics and flushing by direct connecting.